Event description:
The customer reported that the system shutdown twice during use. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the problem. He replaced the b380. The system operates as intended.